Event description:
It was reported that when the device was used during a rectum resection procedure, there were no staples. There was no pt consequence. Case completed with same like device. No device is being returned.